Event description:
It was reported that patient reported in clinic for a routine follow-up. It was discovered that the vibratory notifier on the device was not functioning. The patient is in stable condition and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.